Event description:
It was reported that the handpiece began overheating at the mid-point to end of the procedure. There was no reported pt or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval, but the reported condition of the device overheating could not be confirmed. During testing, excessive noise and vibration were coming from the motor assembly. The rotor was balanced and the bearings were replaced.